Event description:
This pt experienced meningitis four days after surgery. The csf was cultured but there was no organism growth. The pt did not receive meningitis vaccines prior to surgery. The device was explanted and after 10 days of antibiotics, the pt fully recovered.